Manufacturer narrative:
Na.

Event description:
Caller states that tested a patient on suspect device and received a reading of 90mg/dl. He reports that the patient was showing symptoms of low blood glucose. They transported the patient to the hospital based on the device reading and the hospital device read 41mg/dl. The tests were performed at least 15 minutes apart. Caller states he is unsure if strip was dosed correctly at the time of the test. No glucose control solutions used. Caller declined replacement of suspect device.